Event description:
It was reported to medtronic neurosurgery that csf was leaking from the patient line stopcock once the crane was opened. According to the report, the device was still leaking after tightening the stopcock.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records for the system was not possible as only the lot number for the catheter was given. Although it could not be confirmed what solution was used to clean the unit, (B)(6) hospital has historically used chlorhexidine. Note that alcohol is the only permissible cleaning agent for use on the connectors of this product. After cleaning with alcohol, the connectors should be allowed to air dry completely prior to reconnection. No impact to the patient was reported.